Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the unspecified bd potassium testing device experienced erroneous results. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the customer is seeing some high white counts with potassium tests. Customer did not want to make this a complaint, customer is trying to inquire why this could be happening/documentation. Product information is unavailable.